Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet¿s top on-screen buttons (menu, cartridge, bell icons) were unresponsive while the device otherwise operated as expected, and the user observed a scratch on the screen consistent with display damage. Symptoms included no adverse clinical effects and no changes in blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer interview, troubleshooting guidance, and logistical arrangements for device replacement and and inspection of the returned device. Investigation of this device revealed a damaged display interface consistent with a broken or scratched screen resulting in unresponsive touch inputs, with no impact to insulin delivery or therapy functions. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the device¿s screen leading to a user interface malfunction.